Manufacturer narrative:
Regarding device evaluated by MFR? Of this report, hoya device has not yet been returned for evaluation. (B)(4).

Event description:
It was reported that the patient experienced a vitreous leak and a spilt in the posterior capsule when the lens was inserted. The lens was cut out of the bag and another lens model was placed in the sulcus. In the surgeon's opinion, the likely cause of the event was "spilt in capsule bag."

Manufacturer narrative:
Complaint evaluation details from qa (B)(6): the lens was ejected out from the injector. Cracked line was observed on the lens. The entire injector was not returned. The leading haptic was deformed. Trace of lubricant was found on the lens. No abnormalities were found in production and inspection records of the product. Internal reference: (B)(4).

Event description:
It was reported that the patient experienced a vitreous leak and a spilt in the posterior capsule when the lens was inserted. The lens was cut out of the bag and another lens model was placed in the sulcus. In the surgeon's opinion, the likely cause of the event was "spilt in capsule bag."